Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a access blood solution set. The reporter stated that the port where the syringe locking in, was not allowing the solution to flow. This event occurred during patient use. The event was resolved by attaching the syringe to another y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.